Manufacturer narrative:
Trackwise ID (B)(6).

Event description:
The hospital reported that vasoview hemopro 2 used for an endoscopic vein harvesting procedure jaws were defective and the bovie did not work.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 3000247284 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.